Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6)that during an unspecified surgical procedure, it was observed that the electric pen drive device motor was not working before use on the patient. It was not reported if there was any delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Catalog and serial numbers were inadvertently documented as 05.001.010vet/(B)(4) (electric pen drive) in the initial medwatch report. Upon further investigation it was clarified that the correct catalog and serial numbers are 511.701/(B)(4)(cad ii). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the compact air drive device motor had seized, jammed, and was heavy moving. It was noted that the motor had seized up. It was also noted that the device failed pre-repair diagnostic tests for check for air leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.